Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: a defective batch of 1000ml reservoir sets. Air was being sucked into the line where the leaver goes into the top of the pump and then downstream air gaps appeared. During the feed, there was no alarm sound. The set was removed and replaced with another set.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process 22f164fhx. The physical sample was not provided however a photograph was submitted for evaluation. The photograph was reviewed by the team and the site can confirm the reported condition as stated in the complaint, air present in line. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. All information received will be used for further tracking and trending purposes.